Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during a software update on a trilogy evo device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative error code was confirmed. This type of issue would not impact therapy as the device will not allow software upgrades to be performed while the device is in patient use. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the software issue. The service technician found a reportable error code in the device's error log during investigation relating to an internal battery failure. The internal battery pack was replaced to resolve the issue. The unit passed final testing. No further investigation is required.